Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: a 43 year old male with cardiomyopathy, presenting in scai stage e, underwent implantation of an impella 5.5 (sn (B)(6)) via a right surgical axillary/subclavian arterial approach on (B)(6) 2026 at 2:44 pm. The patient experienced a stable, non expanding hematoma at the impella access site after transfer to the ICU. After transferring to the ICU, a hematoma was observed at the access site. The hematoma was described as stable and not increasing in size. No blood products were required, and there was no indication that the device was involved in the event or removed due to the hematoma. The patient remained hemodynamically supported through the event and ultimately survived, with successful bridge to transplant.

Manufacturer narrative:
Asae / hematoma : the cause of the access site adverse event was not determined due to insufficient clinical details.